Event description:
It was reported that during an unk procedure, teflon pad on inactive harmonic blade dropped off. There was a lot of charring. Surgeon activated the harmonic without tissue within the jaws thus this constituted to the frictional effect of the active blade against the teflon pad that resulted in it falling off. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.